Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that there was a problem using the ht connect 250t guide wire today. It became stuck in a previously deployed stent.

Manufacturer narrative:
The report is a combined initial and final. Information became available on (B)(6) 2016. Device not returned to manufacturer.

Event description:
It was reported that there was a problem using the ht connect 250t guide wire today. It became stuck in a previously deployed stent.